Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, which resolved the error as the pump did not display the cgm error again. The caller successfully started their sensor session afterwards.